Event description:
The report from the affiliate indicated that: a patient underwent coronary stenting to an isr of a tsunami stent (size and implant date unk) in the 3.5mm proximal lad. Teh 10mm, b2 lesion was concentric, calcified and ostial. Pre-dilatation was conducted with a balloon (3.0/15mm) at 12atm for 30seconds. A cypher (3.0/23mm) was implanted at 16atm for 30seconds. Post-dilation was conducted with a balloon (3.5/8mm) at 20atm for 30seconds. Ivus was conducted. Timi flow before and after the procedure was 3. Residual stenosis was 0%. Act was not measured. Four days later, the patient complained of chest pain and returned to the hospital. Cag was conducted and thrombus was observed in the implanted cypher.